Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead was capped and replaced due to low pacing lead impedance and high capture threshold. The patient was stable at the end of the procedure.